Manufacturer narrative:
The device was returned due to broken device header. The device was unable to establish telemetry upon receipt. Good faith effort (gfe) indicated battery voltage reached end of life (eol) due to normal usage. Visual inspection found the header broken off from device can which is consistent with damage from explant procedure. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
During a device exchange for normal elective replacement indicator (eri), the cardiac monitor header was separated from the can when extracting the device. The device was explanted and replaced. The patient was stable.